Manufacturer narrative:
(B)(4). (B)(6) 2015: troponin t=negative value ng/ml, upper reference limit 0, (B)(6) 2015: troponin t=0.08 ng/ml, upper reference limit 0.03, (B)(6) 2015: ECG=no findings, (B)(6) 2015: ck=321 u/l, normal upper limit 140, (B)(6)2015: ck-mb=37.0 ng/ml, normal upper limit 3.8, (B)(6) 2015: troponin I=0.052 ng/ml, upper reference limit 0.03. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure, with implantation of a 3.0 x 28 mm drug eluting coronary device in the mid left anterior descending artery and a 2.5 x 38 mm xience alpine stent in the first diagonal artery. Post procedure, the patient experienced a non-serious episode of chest pain and cardiac enzyme elevation. Myocardial infarction (mi) was diagnosed. Medication was administered to treat the chest pain and the chest pain resolved (B)(6) 2015. Hospitalization was prolonged for observation only and the mi and enzyme elevation resolved on (B)(6) 2015. No additional information was provided.